Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email on (B)(6) 2018 that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018. The customer was admitted into the ICU. Blood glucose at the time of the incident is unknown. Company representative was unable to reach the customer via phone call and left a message instructing to call back to provide the details. The customer was called back on (B)(6) 2018; the customer¿s mother indicated that the customer was unable to attend the call as he was experiencing abdominal pain all the way to his testicles. They were not aware if it was related to diabetes. Customer¿s mother stated she would tell him to call back. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.